Manufacturer narrative:
The tip cover accessory was returned and evaluated. The tip cover was installed on an in-house mcs instrument with no issues observed. The tip cover fit properly on the instrument and did not slide off. The customer reported failure could not be replicated. It was also observed that the distal end of the tip cover has a .115 long tear through the silicone part. Additionally, cuts were found on the sleeve part of the pellethane insert, which do not go through the thickness of the pellethane. Cuts were also found on the silicone overmold, near the sleeve shoulder, and do not go through the combined silicone/pellethane wall thickness. No other damage was found.

Event description:
It was reported that during a da vinci si cystectomy procedure the monopolar curved scissors (mcs) tip cover accessory that was installed on the mcs instrument came off of the instrument and fell into the patient's pelvis. The tip cover was retrieved with a laparoscopic grasper and the planned surgical procedure was completed. No patient harm, adverse outcome or injury was reported.